Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 293.8 iu/ml hcg urine lot: hcg110216-04. Customer's observation could not be reproduced from return or retain testing with in-house control samples. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; corrective action not required at this time.

Event description:
Caller alleged false negative hcg results. Caller reports testing using the pt's afternoon urine and obtaining a negative hcg result. Negative control line presented strong and clear. The pt was administered iud insertion. An ultra sound was performed to verify placement of iud and revealed an approx ten week old fetus. Iud was removed and an add'l urine sample collected. Add'l sample tested and resulted strong and clear positive hcg result. External control not run. Quantitative hcg not performed.